Event description:
It was reported that the customer swam with the insulin pump still attached to them. They stated that the device was in a waterproof case but waster got inside the insulin pump. There were drops seen under the display of the device. The customer stated that their blood glucose was good and they were feeling good. No specific value was provided for the customer's blood glucose. They had already reverted to a backup plan. The customer stated that they tried drying the insulin pump without the battery, but at the device kept restarting continuously, so the customer was unable to check the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).